Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the electrograms (egm) for this implantable cardioverter defibrillator (ICD) were going in and out of accurately capturing. Technical services (ts) noted it appeared to be a telemetry issue. Disk analysis was requested which is being performed. There were no stored events in this ICD however, a right ventricular automatic threshold (rvat) event which ts noted was also showing an inappropriate egm. This ICD remains in service. No adverse patient effects were reported. Review of the diagnostic data was performed in which no faults, high power, or lead problems appeared to be present. The egms have a constant noise present which did not appear to affect this icds therapy sensing. It appeared that this was due to corruption in hardware registers related to egm storage. This issue will persist indefinitely until a device reset occurs. This information was being forwarded to research and development for comment. This ICD remains in service. No adverse patient effects were reported. Additional information was received from analysis that this ICD is malfunctioning. Ts recommended replacement. This ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this ICD was explanted due to noise, premature battery depletion (pbd) and telemetry interrogation issues. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrograms (egm) for this implantable cardioverter defibrillator (ICD) were going in and out of accurately capturing. Technical services (ts) noted it appeared to be a telemetry issue. Disk analysis was requested which is being performed. There were no stored events in this ICD however, a right ventricular automatic threshold (rvat) event which ts noted was also showing an inappropriate egm. This ICD remains in service. No adverse patient effects were reported. Review of the diagnostic data was performed in which no faults, high power, or lead problems appeared to be present. The egms have a constant noise present which did not appear to affect this icds therapy sensing. It appeared that this was due to corruption in hardware registers related to egm storage. This issue will persist indefinitely until a device reset occurs. This information was being forwarded to research and development for comment. This ICD remains in service. No adverse patient effects were reported. Additional information was received from analysis that this ICD is malfunctioning. Ts recommended replacement. This ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this ICD was explanted due to noise, premature battery depletion (pbd) and telemetry interrogation issues. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the electrograms (egm) for this implantable cardioverter defibrillator (ICD) were going in and out of accurately capturing. Technical services (ts) noted it appeared to be a telemetry issue. Disk analysis was requested which is being performed. There were no stored events in this ICD however, a right ventricular automatic threshold (rvat) event which ts noted was also showing an inappropriate egm. This ICD remains in service. No adverse patient effects were reported. Review of the diagnostic data was performed in which no faults, high power, or lead problems appeared to be present. The egms have a constant noise present which did not appear to affect this icds therapy sensing. It appeared that this was due to corruption in hardware registers related to egm storage. This issue will persist indefinitely until a device reset occurs. This information was being forwarded to research and development for comment. This ICD remains in service. No adverse patient effects were reported. Additional information was received from analysis that this ICD is malfunctioning. Ts recommended replacement. This ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.